Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a clinic follow-up. High impedance was noted and there was a sensing issue with the right atrial lead. It was suggested that there was lead fracture. The atrial lead was capped and replaced. The patient was stable.